Manufacturer narrative:
Patient felt therapy was not helping and wanted system explanted. Analysis of returned devices showed ipg had no anomalies and one lead had a cut in the insulation (unclear when/how the cut formed). No further action to be taken.

Event description:
Enterra device removed. Patient experienced discomfort and did not feel that the therapy was helping her. Requested to have it removed. Physician removed and reported everything went well and the patient went home without any issues tracking number will be (B)(4). Patient did not feel therapy was helping and requested it be removed.